Event description:
The 088 system was delivered to the middle cerebral artery uneventfully. An angiogram after delivery showed extravasation and hemorrhage. Subsequent review after the case showed an aneurysm at the origin of the pcom which ran parallel to the middle cerebral artery. The 088 system may have inadvertently advanced into the aneurysm resulting in a rupture and bleeding. The patient expired after the procedure.